Event description:
Event description boston scientific received information that noise on the ventricular channel for this implantable cardioverter defibrillator (ICD) led to an asystolic episode of approximately 6.5 seconds. The episode was recorded during a coronarography procedure and caused the patient to become pre-syncopal.